Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not fully implanted. Section d6b: if explanted, give date: not applicable, as the lens was not fully implanted. Section e1: telephone number: (B)(6). Device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated. The photo shows the complaint lens in original packaging and can be observed to be damaged with a missing haptic. Since no product has been received, no further evaluation was performed. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this po number has been received. Conclusion: based on the complaint investigation results, the product was released within specifications and no product deficiency or product malfunction could be identified. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was implanted and then removed because the haptic was stuck to the injector. It was noted that there was injector related problems and broken haptic, as well as "crack, perforation, or breakage of the product or part". There was patient contact. There was a delay in the procedure. It is noted that the product would need to be replaced with a new lens (unspecified). Through follow-up, it was learned that the lens was only partially inserted in the right eye, as the second loop (haptic) was not ejected; the haptic was detached. It is unknown what catridge was used and there was no cartridge damage. The issue was not due to use error. A non-johnson and johnson iol was implanted. There was no patient injury. No medical or surgical intervention was required. No further information was provided.